Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nursing technician reported that a system locked while performing the aspiration during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system locked when performing aspiration. No further information has been provided. The system was manufactured on september 9, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined. (B)(4).